Event description:
It was reported that during use with bd vacutainer® push button blood collection set that while retracting, the needle and holder separated. There was no report of any patient impact. The following information was provided by the initial reporter: customer reports that needle/spring flew out the back of the plastic housing and onto the floor while routinely retracting needle.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [100 ] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to spring pop out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. In addition, 30 retain samples were subjected to retraction lockout testing to assess for any issues during activation of the safety mechanism. All samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode of spring pop out based on retain sample testing analysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set that while retracting, the needle and holder separated. There was no report of any patient impact. The following information was provided by the initial reporter: customer reports that needle/spring flew out the back of the plastic housing and onto the floor while routinely retracting needle.